Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during implant, pulse generator header would not accept the lead. The device was not implanted and a new device was used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.